Manufacturer narrative:
D4 - primary unique device identifier (UDI) #: (B)(4). H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. H4 - device manufacture date: 29-jun-2023 corrected to 26-jun-2023. Claim # (B)(4).

Manufacturer narrative:
H6 - work order search: no additional similar complaint type events within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim #(B)(4).

Event description:
A healthcare professional representative reported following an implantable collamer lens (icl) implantation procedure, the patient experienced low vault without rotation. Due to low vault without rotation, the lens was removed and replaced intraoperatively with a longer length lens. The problem was resolved. Cause of the event was reported as unknown.